Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the bottom of the neck had fractured. The head, neck, and stem were all explanted and are covered in bio-debris. No further evaluation can be made from the provided picture. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised due to a fractured neck. It was noted the patient leaned to grab something, non contact injury. No further event information available at the time of this report.